Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that vaccine leaked past the stopper with a bd syringe solomed 3ml ll 24x3/4 w/sh sla. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: liquid runs between the body of the syringe and the plunger. To date, we have not received any information on damage to patients or professionals, but I inform you that the fact is very worrying because it interferes with the dose to be administered. No medical intervention. No exposure to mucous membranes. Observed deformation in the syringe body.

Manufacturer narrative:
H.6. Investigation: it was performed DHR evaluation and no occurrences potentially related to the defect was observed. The image and video provided was analyzed and it was possible to observe barrel damaged. The possible cause for this is a failure at syringe assembly station with caused the damage. To define and manage actions to correct the incident, the CAPA (B)(4) was opened. Some actions performed: - perform synchronism adjustment on the transfer disk; - create a poka yoke to ensure staying in the correct position. - design new top disc guide after leak test - make top disc guide after leak test - design new bottom disc with accepted angle for cylinder entry - make lower disc with accepted angle for cylinder entry.

Event description:
It was reported that vaccine leaked past the stopper with a bd syringe solomed 3ml ll 24x3/4 w/sh sla. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: liquid runs between the body of the syringe and the plunger. To date, we have not received any information on damage to patients or professionals, but I inform you that the fact is very worrying because it interferes with the dose to be administered. No medical intervention. No exposure to mucous membranes. Observed deformation in the syringe body.